Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels on (B)(6) 2018 at 8:00 am and stated that the insulin pump may have under delivering the insulin. The customer reported that he had high blood glucose levels of 33.3 mmol/l at the time of incident. The customer stated that the current blood glucose level was 5 mmol/l. The customer reported that the symptoms related to high blood glucose included nausea and vomiting. The customer stated that he has been having highs later and had to use five infusion sets lately. The customer stated that he was visually impaired. The customer reported that he was treated with intravenous drip at the hospital. The customer stated that the reason of the hospitalization was high blood glucose levels. Troubleshooting was performed. The customer was able to complete the carelink report. The customer stated that the infusion set was changed. The customer alleged that the insulin pump was under delivering the insulin. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. It was also reported that the customer was using the expired reservoir. The insulin pump passed the displacement test and self test. The product is not expected to return.